Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported positioning failure (leaflet grasping ¿ clip not implanted) was due to challenging patient anatomy (wide coaptation gap). The cause of the reported unspecified tissue injury (surgical procedure) associated with the widening coaptation gap could not be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported surgical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional mitraclip device referenced is filed under separate medwatch report number.

Event description:
This is filed to report positioning failure causing tissue damage and intervention. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+ with restricted posterior leaflet. Ntw clip was advanced to the mitral valve; however, it was not possible to grasp both leaflets due to the clip arms not being long enough. The clip was removed with no reported issue. In evaluation of the valve after the ntw clip was taken out, it was noted that a new flail chord was present. A xtw clip was advanced and placed on medial side of a2/p2 with no reported issue. A third clip was advanced to the mitral valve. As procedure time lengthened, coaptation gap grew and became impossible to grasp with clip, patient was sent for mitral valve replacement surgery.